Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 83mm diameter abdominal aortic aneurysm. The left iliac artery was 66mm in length and 11mm to 10mm in diameter from proximal to distal. It was reported that upon final run of the procedure it was discovered that the patient's right hypogastric artery was accidentally covered with the stent graft. The rest of the procedure was a success. This patient has a very large left hypogastric and the physician stated the patient will most likely not have any symptoms due to their good circulation and inactivity. The next day the patient has no circulatory issues as a result of this incident. The physician stated the cause of the event was due to user error. The patient has and will not receive treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Internal film review: review of pre-implant cta and 3d recon report showed that the patient had a 8 cm max diameter infrarenal abdominal aortic aneurysm. There was thrombus present at the proximal and distal aneurysm sac. The lowest renal is on the left side. The infrarenal aortic neck to the mid aneurysm sac was angulated ~ 80 deg r-l and a-p. The aortic neck diameter ranged from ~ 26-23-20 mm along a ~ 1.4 cm length. The distal aorta diameter just above the aortic bifurcation measured ~ 25 mm. The iliac arteries were moderately calcified and severely tortuous. The left common iliac artery diameter measured ~ 12 mm along a ~ 5.1 cm length. The right common iliac artery diameter measured ~ 11-10-10 mm along a ~ 66 mm length. The diameter of the femoral arteries measured ~ 8-9 mm. The diameter of the internal iliac arteries measured ~ 8 mm. If information is provided in the future, a supplemental report will be issued.